Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pump. Hm xve. Specific component(s) involved: other component malfunction, specify. Other component: main ball bearing wear. Causative or contributing factor: no specific contributing cause identified. Intervention(s): switch from vented electric to pneumatic-mode; other interventions, specify. Patient sent home on hospice since she was not a candidate for re-attempt for a third lvad s. Type: lvad.